Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an infection. The implantable cardioverter defibrillator, right atrial lead, right ventricular lead, and the left ventricular lead were explanted on 1/05/18. The patient was stable before, during, and after the procedure.